Event description:
Same case as: 2134265-2014-08568. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous left anterior descending artery. A 1.25mm rotalink® plus and a 330cm rotawire¿ and wireclip® torquer were selected to treat the target lesion. During the procedure, the physician was performing the 4th ablation when he noticed that the burr got stuck inside a non bsc 6fr guiding catheter while in the process of withdrawing it in dynaglide mode. The physician attempted to shoved the wire but it did not move at all. It was then noted that the burr became stuck on the rotawire. The physician pulled the burr and the rotawire as a unit. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The burr was microscopically examined and no issues were noted with the annulus of the burr. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. A wet test performed and the device was able to reach the optimum speed at 175krpm at 42psi. The dynaglide function was also tested and no issue was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-08568. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous left anterior descending artery. A 1.25mm rotalink® plus and a 330cm rotawire¿ and wireclip® torquer were selected to treat the target lesion. During the procedure, the physician was performing the 4th ablation when he noticed that the burr got stuck inside a non bsc 6fr guiding catheter while in the process of withdrawing it in dynaglide mode. The physician attempted to shoved the wire but it did not move at all. It was then noted that the burr became stuck on the rotawire. The physician pulled the burr and the rotawire as a unit. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.